Event description:
Broken implant 4 weeks after the surgery. There was no adverse consequence reported.

Manufacturer narrative:
X-ray inspection confirmed fusion occurred. Breakage asymptomatic for the pt. The root cause of the breakage is unk. As instructed by (B)(4) on (B)(4) 2011, MDR reported by memometal technologies / (B)(4) as a result of a retrospective lookback of complaints resulting form the acquisition of memometal technologies by stryker corporation.